Event description:
Per biotronik representative, this pt expired of chf. Per oos, the rv lead migrated to the atrium, and was sensing atrial fib; the device delivered several inappropriate shocks. The device is being held at the facility; biotronik has requested its return for analysis. Lumax 340 vr-t, MDR 1028232-2009-00383.